Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was the pilot valve had a worn poppet. Additional malfunctions were leaking tie wraps.